Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The user facility submitted a medwatch report for this event: (B)(4). The lot was manufactured between july 10, 2018 and july 11, 2018. Correction/removal report number: 3010291427-09/06/19-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port near the manufacturer joint where the port had been sealed. This was identified during setup and preparation. There was no patient involvement. No additional information is available